Manufacturer narrative:
Product event summary: at analysis the generator passed its incoming testing on the test console, though it was noted that bail attachments, the ring attachment and several screws were missing and that the battery contacts were contaminated. The main board was calibrated, the battery contacts were cleaned and it then passed its final testing on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was further reported that the product had been returned for service.

Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported calibration test failed. The external pulse generator is expected to be returned for service. There was no patient involvement.